Event description:
It was reported that the surgeon was using a eyeonics lens with a staar foam tip plunger and msi-pf injector and the lens got bunched up inside the injector- was not discharged into the eye, was expelled outside the eye and a haptic was torn. It was due to the foam tip plunger/over rode the lens. No pt injury.